Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl) with ureteroscopy (urs) procedure for stones, the physician deflecting scope only for short amount of time and the fiber broke burning physician glove and gown, the skin was not involved. The fiber was replaced by another of the same device to complete the procedure. There was no patient complication.

Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl) with ureteroscopy (urs) procedure for stones, the physician deflecting scope only for short amount of time and the fiber broke burning physician glove and gown, the physician skin was not involved. The fiber was replaced by another of the same device to complete the procedure. There was no patient complication.